Manufacturer narrative:
Concomitant medical product: 407645, lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an observation for a high threshold measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.